Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of stored device memory confirmed the device recorded a shock lead open message. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to duplicate the reported clinical observations during testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to electrocautery protection mode voo and tachycardia therapy was programmed off for the procedure. The patient is pacemaker dependent, so the left ventricular (lv) lead was first removed from the device header and connected to a pacing system analyzer (psa). The right ventricular (rv) lead was subsequently removed from the device header and also connected to the psa. Less than 2 seconds after the rv lead was disconnected from the device header, the device delivered a shock. The device was then interrogated with a programmer and noted electrocautery mode voo. The device then started to beep consistent with charging and upon an additional interrogation, a shock lead open message was observed. Boston scientific technical services (ts) discussed that message was recorded due to shock therapy being delivered with no lead connected to the device header. Tachycardia therapy was verified to be programmed off. Ts requested a copy of device memory for analysis. A replacement device was successfully implanted. No adverse patient effects were reported. A copy of device memory was received. Analysis of device memory noted that electrocautery protection mode wasn't programmed on during the first episode. Electrocautery mode and tachycardia therapy were noted to have been programmed on and then off several times during the procedure.